Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
A literature article was reviewed: "early failures following cervical corpectomy reconstruction with titanium mesh cages and anterior plating." Michael d. Daubs, md. Acknowledgment date: april 21, 2004. First revision date: july 13, 2004. Acceptance date: july 16, 2004. N=7 cage subsidence. N=1 plate extrusion.